Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt distal cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the issue is presumed to have occurred due to the use of high-frequency instruments without maintaining a sufficient distance from the distal end. The event is detectable/preventable by handling the device in accordance with the following IFU: 3.2 inspection of the endoscope / 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.